Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, reached elective replacement indicator (eri) with a monitoring voltage measurement of 2.50 volts and a charge time measurement of 20.7 seconds. There was a concern that the battery depleted earlier than expected. The device was recommended for explant within three months. There were no reported adverse patient effects associated. Additional information received states that this crt-d was removed from service with no additional information. No adverse patient effects reported from the procedure. Additional information received from the local sales representative states that this crt-d was removed from service due to eri.

Manufacturer narrative:
To date, information suggests that this crt-d remains actively in service. As new information would become available, this report will be further evaluated and updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.